Manufacturer narrative:
Complaint conclusion: as reported, a cordis 0.014 wire stabilizer could not be pulled back and had broken off from a 120cm outback elite re-entry catheter. The guidewire lumen did not separate into two or more pieces. After finding that the wire could not be retracted into the outback device, both were removed without problems and a different device was used in their place. There was no reported patient injury. The intended procedure was a recanalisation per percutaneous transluminal angioplasty +/- stenting of a chronic arteriosclerotic occlusion. The target site was the popliteal artery. The access site was the ipsilateral antegrade femoral access. The lesion had severe calcification. There was no vessel tortuosity. The device was used for a chronic total occlusion (total occlusion >3 months). There was no damage to the outback device noticed prior to opening the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. Cannula action was verified during prep. There were no issues with the cannula/needle of the outback. The device was straight prior to loading. The guidewire was ultimately loaded successfully. The needle/cannula was fully retracted prior to insertion of the wire. Prior to insertion to the patient the cannula could be advanced and retracted smoothly. The guidewire was not kinked nor bent. The device did not kink nor bend at any time. The other devices used with the product did not kink nor bend at any time. The product, or any of the other devices used with it, had not been resterilized. Both the outback elite and the stabilizer guidewire were returned for analysis. Per visual analysis, the stabilizer guide wire was observed fully inserted into the outback elite. The guide wire was observed kinked right on the handle of the outback, at the proximal area, and kinked on the tip at the guide wire distal soft area. No other anomalies found. The guide wire was removed from the outback elite 120cm re-entry unit to perform microscopic analysis. Per microscopic analysis, it was observed that the guide wire was fractured- separated. Therefore, the unit was sent for sem analysis to determine the cause of the guide wire fracture- separation. Sem analysis results showed the separated area of the body of the sgw .014 stabilizer 300 cm unit presented evidence of plastic deformation and cup and cone-like shape on the wires of the unit. Also, a wire presented evidence of sheared off material. The plastic deformations and the cup and cone-like shape are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. In addition, the sheared off material observed on the wire is commonly caused during the interaction of the wire material with a sharp object. It is assumed that the wire was also cut with a sharp object. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35261960 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported as ¿guidewire-resistance/friction¿ as well as the failure reported as¿ guidewire-fractured-separated - in patient¿ were confirmed due to the separated condition of the guidewire the way it was received for analysis. However, the exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors or vessel characteristics (severe calcification, cto) may have contributed to the reported event. The plastic deformations and the cup and cone-like shape conditions found on the wire are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Per the guidewire IFU, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr reviews nor the product analyses results suggest that the event reported by the customer could be related to the manufacturing process of the unit. Therefore, no actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a cordis 0.014 wire stabilizer could not be pulled back and had broken off from a 120cm outback elite re-entry catheter. The guidewire lumen did not separate into two or more pieces. After finding that the wire could not be retracted into the outback device, both were removed without problems and a different device was used in their place. There was no reported patient injury. The intended procedure was a recanalisation per percutaneous transluminal angioplasty +/- stenting of a chronic arteriosclerotic occlusion. The target site was the popliteal artery. The access site was the ipsilateral antegrade femoral access. The lesion had severe calcification. There was no vessel tortuosity. The device was used for a chronic total occlusion (total occlusion >3 months). There was no damage to the outback device noticed prior to opening the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. Cannula action was verified during prep. There were no issues with the cannula/needle of the outback. The device was straight prior to loading. The guidewire was ultimately loaded successfully. The needle/cannula was fully retracted prior to insertion of the wire. Prior to insertion to the patient the cannula could be advanced and retracted smoothly. The guidewire was not kinked nor bent. The device did not kink nor bend at any time. The other devices used with the product did not kink nor bend at any time. The product, or any of the other devices used with it, had not been resterilized. The device will be returned for evaluation.